Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It is reported, syringe 20ml, hair was observed in the wrapper located within the syringe¿s sealed portion and inside area. We discovered this on (B)(6) 2026.